Event description:
Reporter writes, "I have problems sleeping, sitting too long and standing too long. Pains in my legs, feet, back middle and lower and in my hips. I have complained to drs. They say the x-rays look good. I'm getting worse by the day. Please check into this product. There are probably more people that have these devices that have not reported their problem. Please help me. I am very sick and tired of hurting all the time. Since my surgery I can't play, or run around with my kids any more. I felt better before my surgery when my disc was hurt. I was supposed to feel better after they put them in my back but I feel worse. I also heard that these devices make other discs go bad. My hips, legs, and feet hurt all the time. My feet stay cold. It hurts to sneeze and cough, now that's not right for me to hurt all the time. If it was the FDA or mfrs hurting they would be mad and hurting inside like I am. It's been 1 yr. I should feel almost normal. But I'm getting worse not better. The drs said first give it 90 days, 6 mos then a year. Well I'm not better. I called the MFR of the devices and they acted like they could care less, they said the best think to do is call the FDA. Well I'm asking for help from the FDA, they are supposed to care about people. Please help me. I think there's other people with these devices and they hurt and the devices did not help them, but they didn't call you (FDA) like I did. There's 4 things I would love to happen. #1 I would like to find a dr to take them out, I went to an orthopaedic spine surgeon, but my ins co would not let him take them out. I went to another physician also. He seems to think these things don't work and need to come out, but he doesn't want to be the surgeon to do it. #2 get the MFR do more research adn investigation on these devices, please. #3 I would hope the FDA would do further study and research into these devices, so other people won't have to hurt like I do. #4 I hope the FDA stops the use of these threaded ray cage until more evidence is shown to that this is a good and sound product that can be used in backs again. The FDA is supposed to care about the USA people so I would really greatly appreciate it if the FDA would care and help me. If only the drs, FDA and the mfrs knew how I felt inside. I can't do the work I used to do to support my family, I am on a 25 lbs frequently, and 50 lbs occasionally weight restriction; and bending occasionally, I've done construction work all my life: hang siding, roof, and do tobacco work. When I got hurt I was working on the back of a garbage truck and I can't even do that anymore. Sometimes I think of fatally hurting myself, but I can't because of my wife and kids. It's not their fault that I can't work for them like I used to. So all in all I just want some help please. Thank you for letting me tell you what's wrong with these 2 devices. Please see it in your heart to help me."